Event description:
The customer's blood glucose reading on the contour meter was 139mg/dl. He retested on a different meter and the reading was 56mg/dl. On a second occasion the contour read 175mg/dl and the other meter read 75mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips were sent to the customer.